Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization to treat a varicocele, the coil would no longer advance. After efforts were made to push the coil in the treatment site, the coil detached in the vena cava. The coil was removed in its entirety with a lasso retrieval device.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher and stretched. Inspection of the pusher's heater coil found no evidence of activation using a detachment controller. The pusher's monofilament displayed a profile consistent with the implant separating due to forces that exceeded the tensile strength of the monofilament.